Manufacturer narrative:
Corrected information: h6 (medical device problem code).

Manufacturer narrative:
Additional information: g3, g6, h2, h3, h6 the results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a pulmonary veins isolation and atypical flutter procedure, a steam pop occurred and the patient suffered a stroke following the procedure. The patient presented with low level of consciousness, severe aphasia, dysarthria, right hemiparesis. A angio-CT revealed the middle cerebral artery was occluded. Fibrinolytic treatment was not performed due to heparin treatment during the ablation procedure. A transesophageal echocardiography (tee) was performed prior to the procedure to rule out thrombosis. Heparin was given during the procedure and the patient's act was 330-386. Prior to the procedure the patient was on apixaban. The patient had no family history of cva's. A fibrinolytic treatment was performed and a intracranial stent was placed, the patient is currently in stable condition in recovery. It was thought that an irrigation error with sheath may have contributed to the reported event.